Manufacturer narrative:
Device analysis: the ekosonic endovascular device was returned to the complaint investigation site. The device serial number and model were unable to be verified because the device was cut into multiple pieces. Microscopic visual inspection of the infusion catheter (ic) showed cracking on the coolant luer. The device was tested for leaking, and it was noticed that the device leaked water from the coolant luer, where the cracking was present. The reported event of leaking was confirmed from the coolant luer. Additionally, it was found that the coolant luer was cracked.

Event description:
It was reported that the drug and coolant ports of the ekos device were leaking, and ekos therapy was discontinued. An ekos endovascular device, 106x12cm and an ekos endovascular device, 106x18cm were selected for use to treat a bilateral pulmonary embolism. Both ekos devices were placed without issue, and the patient was transferred to the intensive care unit (ICU). Once in the ICU, it was observed that the drug and coolant ports of both ekos devices were leaking. The leaks were attempted to be sealed with plaster, but the troubleshooting attempt was unsuccessful. Both ekos devices were explanted, and therapy was discontinued. There were no reported patient complications, but the patient was unable to receive ekos therapy as a result of the device malfunctions.

Event description:
It was reported that the drug and coolant ports of the ekos device were leaking, and ekos therapy was discontinued. An ekos endovascular device, 106x12cm and an ekos endovascular device, 106x18cm were selected for use to treat a bilateral pulmonary embolism. Both ekos devices were placed without issue, and the patient was transferred to the intensive care unit (ICU). Once in the ICU, it was observed that the drug and coolant ports of both ekos devices were leaking. The leaks were attempted to be sealed with plaster, but the troubleshooting attempt was unsuccessful. Both ekos devices were explanted, and therapy was discontinued. There were no reported patient complications, but the patient was unable to receive ekos therapy as a result of the device malfunctions.